Event description:
It was reported that when the user was asked if they experienced complications using the foley catheter, user stated they experienced symptomatic urine tract infection (uti), hematuria, incontinence, epididymitis, bladder cancer, bladder perforation, urethral sphincter dysfunction and idem. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the user was asked if they experienced complications using the foley catheter, user stated they experienced symptomatic urine tract infection (uti), hematuria, incontinence, epididymitis, bladder cancer, bladder perforation, urethral sphincter dysfunction and idem. It was unknown what medical intervention was provided for the urinary tract infection.